Event description:
Patient reported that the information, printed on the strip vial label, had smeared. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.